Manufacturer narrative:
Unless further information is obtained, this issue is considered closed. The device manufacturer date for the reported meter is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Meter (B)(4) was investigated and a new issue was observed. Meter did power on with button depression. Meter did not power on with strip insertion. Meter was sent for further investigation and hair was found in the strip port. A blank screen was not observed. The complaint is not confirmed. (Meter serial number) has been updated to reflect the returned meter. This serves as a correction report. A follow up MDR was previously submitted in error under MFR report #2954323-2016-04451 follow-up #1. The information submitted in MFR report #2954323-2016-04451 follow-up #1 was related to the issue reported under MFR report #2954323-2016-04463.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.